Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife had a high blood glucose of 252 mg/dl. The patient had been vomiting. The customer was experiencing symptoms that may be indicative of the possible onset of diabetic ketoacidosis. Troubleshooting did not occur as the husband was going to take his wife to the ER. The husband will call back to troubleshoot. No products were returned or replaced.